Event description:
Attorney alleges that as a result of the lead, patient suffered injuries relating to "defective sprint fidelis leads including, but not limited to, being shocked by the defibrillator multiple times without cause. (Patient) has experienced and/or is at risk of experiencing serious and dangerous side effects including, but not limited to painful electric shocks to the heart, phantom fears/pain/shocks to the heart and/or failure to deliver necessary shock(s) to the heart, cardiac arrest, death, and/or such other side effects as shortness of breath, shakiness, headaches, dizziness, pale skin color, sweating, need for subsequent surgery to remove or replace the defective device, physical pain and mental anguish, including diminished enjoyment of life, as well as the need for lifelong medical treatment, monitoring and/or medications, and fear of developing any of the above named health consequences."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.